Event description:
It was reported that during a vena cava filter placement procedure, premature filter deployment occurred. The 12f titanium greenfield vena cava filter deployed before the physician wanted it to. It was confirmed that during prep sufficient intermittent flushing of the carrier system with heparinized saline was performed. The placement site was confirmed with fluoroscopic guidance before the attempted filter placement. The filter deployed while in the introducer, but while the deployment handle was still in the locked position. The final position was acceptable and the case was completed with no pt complications. All six filter legs opened up on deployment from the carrier resulting in full deployment of the filter. All six hooks are currently attached to the vessel wall. The physician feels that the pt is adequately protected. The pt's current condition is reported as "fine/stable."

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The device history record for this device was reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The device history record review confirms that this device met all material, assembly and performance specifications. The most probable root cause of this complaint is determined to be operational context. A CAPA has been initiated to address the issue of premature deployment.